Manufacturer narrative:
This report is associated with argus case (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional information: the consumer reported that he happened to swallow the product because it was not left on his denture when he took his denture after use of it and he queried if it would not be harmful. No further safety information was reported.